Manufacturer narrative:
After reporting the initial event to olympus, the customer went on to note further details. After an on-site detection, it was confirmed that there had no abnormalities and was back in normal use. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of laparoscopy procedure, his olympus high flow insufflation unit began sounding alarms, indicating that the pressure was too high, and the device should not be used. As this happened at the completion of the procedure, there was no negative impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The device was not returned to olympus and there was no defect found during onsite inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and to provide additional information in h7/h9. A formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being submitted to provide revised legal manufacturer investigation results given additional investigation pursuits. Based on the results of the revised investigation, it was determined that the root cause for the originally reported event was related to excessive pressure as a result of a device component failure. Olympus will continue to monitor the field performance of this device.